Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID (serial: unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they needed a new recharger because last night the patient's implanted neurostimulator would not charge and it took nearly 2 hours to charge the implanted neurostimulator. The mentioned they had been intermittently having issues where controller would not advance to charging screen, but event date was unknown. During the call, the patient reset their controller. Patient then initiated a charging session of their implant with a recharge quality of excellent. Controller battery was at 100% and implant was at 60%. Ins progressed up to 70% on the call without issue. Pt mentioned when they were charging their ins, the recharger sometimes got warm, but last night, the recharger did not heat up at all. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to monitor the issue and call back if it persisted.